Event description:
It was reported that in the general surgery dept, the female pt was injected with normal saline and antibiotics without chemotherapy drugs during therapy. When the doctor removed the catheter from the tpt, a piece of the catheter was retained in the pt's body. The pt was then transferred to the anesthesia room for surgery, where the catheter was successfully removed. It was reported that the pt's condition was good and left the hospital. A delay was reported, however, there was no death to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).